Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the broken waste fitting. The root cause for the leak was a broken waste fitting. Per labeling, risk of personal injury or contamination. If you do not properly shield yourself while using or servicing the instrument, you may become injured or contaminated. To prevent possible injury or biological contamination, you must wear proper laboratory attire, including gloves, a laboratory coat, and eye protection.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the waste fitting on the back of the coulter ac-t diff analyzer broke causing a leak. The operator was wearing all appropriate proper protective equipment (ppe) and there was no exposure to mucus membranes or open wounds. There was no death, injury, change to patient treatment and medical attention was not sought for this event.